Manufacturer narrative:
B5: describe event or problem: additional information device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system with an unknown 0.014 inch guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the sheath is kinked at the nosecone. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was x-rayed, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that partial deployment occurred and the stent stretched. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated properly. During the procedure, the stent partially deployed and stretched. The procedure was completed with this device. There were no patient complications. It was further reported that pre dilatation was performed prior to stent deployment. Approximately 8cm of the stent deployed. The stent was post dilated. The patient status was good post procedure.

Event description:
It was reported that partial deployment occurred and the stent stretched. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated properly. During the procedure, the stent partially deployed and stretched. The procedure was completed with this device. There were no patient complications.